Manufacturer narrative:
The device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. While preparing the watchman ® laa closure device & delivery system (wds) they shot contrast into the appendage and perforation with pericardial effusion was observed. The procedure was aborted. The patient was tapped and then transferred to the operating room for open heart surgery. The laa was ligated during surgery. The patient spent a few days in the hospital recovering and then they were discharged home. No further complications were reported.